Manufacturer narrative:
A deployed wallflex duodenal soft stent delivery system was returned for analysis; the stent was not returned. Visual analysis of the returned device found that the stainless steel tube of the handle was curved and the blue outer sheath was kinked just distal to the deployment handle. Functional evaluation found no issues with moving the outer sheath along the inner shaft. The locations of the marker bands were within specification. No other issues were noted with the device. Device analysis could not confirm the reported event of stent positioning issue based on the condition of the returned device. However, taking all available information into consideration, the investigation concluded that the reported event was most probably due to anatomical or procedural factors, such as tight anatomy, encountered during the procedure, which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) revealed no non-conforming events or deviations related to this event. A search of the complaint database revealed that no other similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex duodenal soft uncovered stent was to be used in the duodenum during a stenosis removal procedure performed on (B)(6) 2017. Reportedly, the patient¿s primary disease is cancer of the stomach and the stricture extended from the stomach to the superior duodenal angle. According to the complainant, during procedure, the physician could not resheath the stent and the stent was deployed at the incorrect site. The misdeployed stent remains implanted. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was under the age of 18. (B)(4). The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex duodenal soft uncovered stent was to be used in the duodenum during a stenosis removal procedure performed on (B)(6) 2017. Reportedly, the patient's primary disease is cancer of the stomach and the stricture extended from the stomach to the superior duodenal angle. According to the complainant, during procedure, the physician could not resheath the stent and the stent was deployed at the incorrect site. The mis-deployed stent remains implanted. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.